Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual, dimensional and functional inspections were performed on the returned guide wire, and the reported difficulty to advance and remove were unable to be confirmed as the guide wire was able to advance and retract without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Although it was reported that the anatomy widened, it is likely that during advancement, the guide wire encountered resistance with the anatomy which was reported as chronically occluded causing the reported difficulty to advance/position the guide wire through the balloon dilatation catheter. The noted bend on the shaping ribbon was likely caused during advancement through the anatomy. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronically occluded (cto) right coronary artery (rca). After the vessel was widened, a balance middleweight universal (bmw) ii guide wire was advanced to the lesion without resistance noted. When attempting to advance a balloon dilatation catheter (bdc), the bdc could not advance and resistance with the bmw guide wire was noted. The physician attempted to withdraw the bdc; however, the bmw universal ii guide wire came out together with the balloon. This occurred twice. A non-abbott guide wire was used and the procedure was completed successfully. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.